Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a white screen occurred, and the display was blank. The lcd display needs to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.